Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
An intuvie employee spoke to the patient, who reported that the pump was leaking medication during infusion. The patient was advised to power down pump and clamp the line but was unwilling to touch the pump. Patient was advised to follow up with her clinic, she voiced understanding. Medication being infused was unknown. No patient injury reported.